Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had blisters on her back under the therapy electrode pads and on her sides under the ECG electrodes. The patient also reported that she had an irritation underneath her breasts due to the garment. The patient's physician prescribed the patient a cream to use on the irritation. Follow-up indicated that the irritations were healing.